Event description:
A discordant low total bilirubin (tbil) result was obtained on a neonatal patient sample. The result was reported to the physician who questioned the result. The sample was retested and a higher result was obtained within physician expectations. Patient treatment was not altered or prescribed. There is no report of adverse outcome to the patient as a result of initial falsely depressed tbil result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tbil result is a short sample. Instrument data is symptomatic of short sample on the pediatric sample. For pediatric samples, operators must use extra care to be certain sufficient sample is placed in sample cups. The instrument is performing within specifications. No further evaluation of the device is required.